Event description:
It was that there was a buildup of substance on the plunger while using bd luer-lok¿ syringe. No patient impact reported. The following information was provided by the initial reporter: upon utilizing the 30ml luer-lok syringe (lot: 1363332, exp: 12/31/2026), it was noticed that there was a buildup of the substance pictured below on the plunger. The syringe was utilized to draw up lidocaine 1% liquid for injection prior to an endoscopy procedure. Upon drawing up the dose, the provider noticed the white substance on the plunger immediately. The dose was ultimately not administered to the patient due to this finding. Upon further investigation, the substance is sticky in nature, like grease.

Manufacturer narrative:
Investigation summary: it was reported there was a buildup of substance on the plunger. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web that confirms the lot number. No other information can be obtained from the photo. A device history record review was completed for provided material number 302832, lot number 1363332. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.